Event description:
A surgical technician reported a patient with glare near imbalance following intraocular lens (iol) implant surgery. She stated the lens was exchanged for another model iol. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: results from the product history record review indicated the product met release criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There has been one other similar complaint reported in the lot number. Additional information was requested 01/06/2012 and 01/19/2012 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).